Event description:
Following up during routine clinic visit, during lead testing it was observed that this ra lead dislodged. At this time, lead remains in service. No adverse patient effects were reported.